Event description:
Promus premier (B)(6) registry. It was reported that coronary heart disease (angina pectoris) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to distal lad with 90% stenosis and was 92 mm long and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm overlapped on with 2.75 mm x 38 mm and 3.00mm x 24 mm promus premier stent system. Following this, the post dilatation was not performed. Post procedural residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and indobufen. In (B)(6) 2021, the subject was diagnosed with coronary heart disease (angina pectoris) and was hospitalized on the same day for further evaluation and treatment. The event was treated medically, and coronary angiography was performed. At the time of reporting, the event was considered to be recovering and resolving. Eleven days later, the subject was discharged.

Event description:
Promus premier china registry. It was reported that coronary heart disease (angina pectoris) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to distal lad with 90% stenosis and was 92 mm long and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm overlapped on with 2.75 mm x 38 mm and 3.00mm x 24 mm promus premier stent system. Following this, the post dilatation was not performed. Post procedural residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and indobufen. In (B)(6) 2021, the subject was diagnosed with coronary heart disease (angina pectoris) and was hospitalized on the same day for further evaluation and treatment. The event was treated medically, and coronary angiography was performed. At the time of reporting, the event was considered to be recovering and resolving. Eleven days later, the subject was discharged. It was further reported that the subject was also diagnosed with coronary heart disease (angina type) in (B)(6) 2023 and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event. Seven days later, the event was considered to be recovered/resolved and the subject was discharged with aspirin and ticagrelor.

Event description:
Promus premier china registry. It was reported that patient experienced angina pectoris. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to distal lad with 90% stenosis and was 92 mm long and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm overlapped on with 2.75 mm x 38 mm and 3.00mm x 24 mm promus premier stent system. Following this, the post dilatation was not performed. Post procedural residual stenosis was 0%. Three days later, the subject was discharged on aspirin, clopidogrel and indobufen. In (B)(6) 2021, post index procedure, subject was diagnosed with angina pectoris and was hospitalized on the same day for further evaluation and treatment. The event was treated medically, and coronary angiography was performed. At the time of reporting, the event was considered to be recovering and resolving. Eleven days later, the subject was discharged. It was further reported that the physician does not consider the device as a contributory cause of the event. It was further reported that the subject was also diagnosed with coronary heart disease (angina type) in (B)(6) 2023 and was hospitalized on the same day for further evaluation and treatment. No action was taken to treat the event. Seven days later, the event was considered to be recovered/resolved and the subject was discharged with aspirin and ticagrelor. It was further reported that medication was given to treat the event.

Manufacturer narrative:
B2 outcomes attrib to adv event updated.b5 describe event or problem updated.h6 impact codes "medication required" added.